Event description:
It was reported that occlusion occurred. A 6x100, 130cm eluvia drug-eluting vascular stent system was selected for use in an arteriogram procedure, to treat critical limb ischemia of the superficial femoral artery (sfa). The eluvia drug-eluting vascular stent was placed inside a non-boston scientific stent in the sfa of the patient. Approximately two to four weeks post procedure, the stents were occluded and patient required an amputation. Following the amputation, the patient died. The physician stated that the stent procedure did not affect the ultimate outcome of the patient. It was further reported that a non-bsc stent was also placed on the same date as the eluvia. The physician commented that he placed both stents and felt like they were sufficient and if he felt like the eluvia was too short, he would have placed another. No additional stent was needed; only one eluvia stent was placed during the procedure. The physician reiterated that the death was due to other reasons; not due to the eluvia device. The specific time between the amputation and death was not reported, but it did not occur within the same month. The re-occlusion was due to thrombosis. Also, the packaging was incorrect. A 6x40 stent was in a 6x100 box.

Manufacturer narrative:
B2: date of death: 2-4 weeks after stent procedure, patient had an amputation. Following the amputation, patient died.

Manufacturer narrative:
Outcomes attributed to adverse event: date of death: 2-4 weeks after stent procedure, patient had an amputation. Following the amputation, patient died.

Event description:
It was reported that occlusion occurred. A 6x100, 130cm eluvia drug-eluting vascular stent system was selected for use in an arteriogram procedure, to treat critical limb ischemia of the superficial femoral artery (sfa). The eluvia drug-eluting vascular stent was placed inside a non-boston scientific stent in the sfa of the patient. Approximately two to four weeks post procedure, the stents were occluded and patient required an amputation. Following the amputation, the patient died. The physician stated that the stent procedure did not affect the ultimate outcome of the patient.